Manufacturer narrative:
Per tandem user guide: residual insulin remaining in the cartridge is unusable. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. During system check with tandem technical support, the root cause could not be determined because the customer declined to fill and load a new cartridge. Customer reported drawing insulin from old cartridges and using in new cartridge. Customer was instructed not to reuse insulin per the user guide. Customer successfully resumed insulin delivery. Customer's blood glucose was 152 mg/dl.